Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that during use of a cadd medication cassette the cadd legacy pump exhibited a ?no disposable" alarm. Per reporter, the user was unable to resolve alarm using either pump until she switched the cadd cassette and it resolved. No adverse patient effects were reported. Per reporter, no further details were provided.